Event description:
It was reported that a low blood glucose reminder became frozen on the pump screen and the customer was unable to clear the reminder. During troubleshooting with tandem technical support, the reminder was cleared. The reported issue did not impact the customer's blood glucose level. The customer reported that the low blood glucose level was due to not having eaten in the past few hours, resulting in a momentarily low blood glucose level. The customer's blood glucose level had returned to target.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.